Manufacturer narrative:
H6: code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis. Images and patient's information were requested, however, are not available. Please note that the type I endoleak was covered by (B)(4) and reported separately: manufacturer report number 3007284313-2023-02869. Code f28 was used to cover that the surgeon was unable to salvage the covered renal and procedure was finished. The event is ongoing. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention or additional intraoperative procedure time include but are not limited to improper component placement, component migration and occlusion of device or native vessel. Additionally, per IFU caution: do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. The IFU states: additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation.

Manufacturer narrative:
H.6. Code c21: a review of the manufacturing records for the device is going to be conducted. The investigation is in process. The device remains implanted and is not available for analysis. Images and patient's information were requested. Further information will be provided. Please note that the type I endoleak was covered by (B)(4) and reported separately: manufacturer report number 3007284313-2023-02869. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular procedure using gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2023, the patient underwent endovascular procedure to treat a presumed proximal type I endoleak using a gore® excluder®aaa endoprosthesis aortic extender component (reported separately, mpdcase- 00016291-1). Reportedly, according to the surgeon, while deploying the aortic extender component, the cuff ¿jumped up¿ approximately 5mm and covered a renal artery. The surgeon was unable to salvage the covered renal and procedure was finished. According to the physician, the main body had a ¿bird beak¿ on one side that may have been causing the endoleak. Additionally, the aortic neck of the infrarenal aorta was angled. The endoleak was resolved. The physician thought maybe the angle of the anatomy caused the cuff to shift while being deployed. The angiography runs it appeared there was still some flow in the renal artery. The physician stated the patient has some flow in the renal artery and has an accessory renal that also has flow. Fortunately, the patient's lab work indicated there has been little to no impact on his kidney function.